Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. (B)(6).  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe integra 3ml w/ndl 22x1-1/2 rb "burst" according to the customer.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that the syringe integra 3ml w/ndl 22x1-1/2 rb "burst" according to the customer.